Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with blood sugar (bg) levels over 500 mg/dl. Reportedly, customer had fluid in the abdomen and had not been seeing a healthcare provider regularly regarding diabetes management. Customer passed away two days later. Cause of death was due to sepsis and organ failure. Review of pump data was performed by tandem quality engineer. There is no indication in the pump logs that the pump experienced a malfunction or failure, and it was verified through the pump logs that the pump was continuing to deliver insulin until the battery depleted on the day prior to the ER visit. The pump was not in use on the date of the ER visit or date of death.